Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received motor error and prime rewind alarms on the insulin pump. The customer's blood glucose was 161 mg/dl. During troubleshooting for the motor error issue, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer declined troubleshooting for the prime rewind alarm. Nothing further was reported.